Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A follow up medwatch is being submitted to report product return date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance for the relevant features associated with the reported event. Product likely failed due to misuse, by instrument being put through excessive force into the screws making the screwdriver get stuck in the screws.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-07569, 07942, 07943 & 07959).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. While inserting an acetabular screw, the acetabular screwdriver would not detach from the screw causing the screw to pull out of the bone. A second and third acetabular screw was inserted, but the screwdriver would not detach again causing the screw to pull out of the bone. A fourth screw was successfully inserted.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. While inserting an acetabular screw, the acetabular screwdriver would not detach from the screw causing the screw to pull out of the bone. A second acetabular screw was inserted, but the screwdriver would not detach again causing the screw to pull out of the bone. A third screw was successfully inserted and the procedure was completed without a delay greater than 30 minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse, by instrument being put through excessive force into the screws making the screwdriver get stuck in the screws.